Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device reportedly stated that the device was not in its proper position and was not sure if it was working. Boston scientific technical services (ts) referred the patient to the clinic. Attempts to obtain additional pertinent information were unsuccessful. This crt-d remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.